Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint and review of the device data logs could not confirm a malfunction. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a lumis 150 st-a device stopped therapy while in use on a patient resulting in oxygen desaturation to 80% with subsequent increase in the patient's oxygen requirement.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that a lumis 150 st-a device stopped therapy while in use on a patient resulting in oxygen desaturation to 80% with subsequent increase in the patient's oxygen requirement.